Event description:
The customer observed falsely elevated ca19-9 results for one patient while using the architect ca19-9 xr assay, lot 08852m500. The customer indicated an initial result of 45.29 u/ml, retest: 47.42 u/ml. When the specimen was tested by another method (fuji rebio) it generated a lower result (<1.0, unit of measure not provided). The customer stated no architect errors were produced. The falsely elevated results were reported out the lab. There was no adverse impact to patient management reported

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.